Event description:
It was reported that the patient presented for routine follow-up, the atrial lead exhibited intermittent sensing. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.